Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 200 mg/dl. Customer was nauseated and was vomiting. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Customer was treated with intravenous insulin and fluids. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Prior to hospitalization, customer was taking "stlp2 which caused euglycemia"; customer did not know cause of elevated bg. Customer did not observe any issues with pump supplies. High bg alerts were received; no other alerts/alarms occurred. Customer reported to have delivered correction boluses for a few days prior to being admitted to the hospital. Reportedly, customer was using fiasp insulin in the cartridge. Tandem technical support (cts) informed customer that fiasp was not labeled for use with the pump. Customer acknowledged information. Although multiple attempts were made by cts to obtain additional information, customer did not reply.